Manufacturer narrative:
(B)(4). (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that while sealing the uterine arteries, bleeding was seen although an end tone, indicating a completed seal cycle, was heard. The surgeon tried sealing several times with no effect. A clamp was applied to the bleeding areas and sutures were used to seal the arteries. There was no patient injury.